Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she did not get any sleep as the pump alarmed all day. The customer took a shower and disconnected the call. The customer was told that the sensor was water proof and got in the shower. The customer stated that the pump alarmed weak sensor and lost sensor.